Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture ingress behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed multiple reboots on (B)(6) 2014. A visual inspection of the pump showed that the battery compartment was cracked; the returned battery cap was undamaged and was able to fully tighten on to the pump and maintain an electrical connection. However, the pump was unable to power on during testing and the pump failed a leak test due to a battery compartment leak. The pump cover was opened and moisture corrosion was found on the printed circuit board, the display screen, the keypad flex connector and on the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.